Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (batteries unable to hold charge) was confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause of the test failure was isolated to shorted c7 capacitor, which were shorted to the 10.8v power supply. The root cause for the shorted capacitor was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's batteries were not holding charge, the problem was isolated to the patient's monitor.